Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etcf2828c49e, serial/lot #: (B)(4), ubd: 14-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Talent and aneurx stent grafts were implanted in the patient for an endovascular treatment. An endurant limb was additionally implanted approximately 138 months post index procedure, an endurant ii aortic cuff extension was to be implanted treatment of a type 1a endoleak . It was reported that during the index procedure, it was difficult to position two endurant ii aortic cuff extensions. It was stated that the devices bent when trying to access. As per the physician, cause of the event was patient's anatomy. It was reported that the patient had a highly torturous anatomy in the common and external iliacs artery. No additional clinical sequalae were reported and the patient will be monitored.